Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. MDR follow-up #1, corrections made in regards to gudid on request of (B)(6). (FDA): section d3: email address added. Section d4: model number added. Section d4: lot number "not applicable" added. Section d4: UDI (di-pi) added. Section g6: follow-up 1. Section h2: correction box marked. Section h4: manufacturing date added.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton because the intellicuff pressure regulator alarmed and the device reached a pressure of no more than 10 hpa, even though the target pressure was set to 12 hpa. This occurrence was noticed during patient ventilation. The cuff system leakage-alarm was observable both visually and through hearing. This cuff system leakage-alarm was reproducible. The device log files, and a video were provided to hamilton. There is patient involvement reported. There is need for medical intervention reported. The intellicuff pressure regulator was replaced during patient ventilation immediately when it was noticed. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton because the intellicuff pressure regulator alarmed and the device reached a pressure of no more than 10 hpa, even though the target pressure was set to 12 hpa. This occurrence was noticed during patient ventilation. The cuff system leakage-alarm was observable both visually and through hearing. This cuff system leakage-alarm was reproducible. The device log files, and a video were provided to hamilton. There is patient involvement reported. There is need for medical intervention reported. The intellicuff pressure regulator was replaced during patient ventilation immediately when it was noticed. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.